Event description:
It was reported the patient has been receiving stimulation in an unintended area since experiencing a fall. In turn, the patient has been unable to receive pain relief. Reprogramming attempts were tried to no avail. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.